Manufacturer narrative:
Biosense webster manufacturer's ref. (B)(4) are related to the same incident. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during this procedure the electro cardiac signals were very noisy on the ep recording system as well as the carto system when the external reference patch and the navistar thermocool catheter were connected. Different cables were exchanged but the problem persisted. Upon request, the bwi field representative provided additional information on the event. The signal noise occurred on all the channels including the body surface (bs) ecgs and the intracardiac (ic) signals on both the carto system and the ep recording system at the same time. The physician was not able to interpret the signals. The procedure was completed by the conventional method. There was no patient injury reported in this case. The returned device was visually inspected upon receipt and it was found in normal conditions. The patch was then evaluated for eeprom, carto xp and calibration functionality. The patch was recognized by carto xp system, no error messages were displayed. The testing catheter used during the analysis was properly visualized. Eeprom data demonstrates the patch was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
It was reported that during this procedure the electro cardiac signals were very noisy on the ep recording system as well as the carto system when the external reference patch and the navistar thermocool catheter were connected. Different cables were exchanged but the problem persisted. Upon request, the bwi field representative provided additional information on the event. The signal noise occurred on all the channels including the body surface (bs) ECG's and the intracardiac (ic) signals on both the carto system and the ep recording system at the same time. The physician was not able to interpret the signals. The procedure was completed by the conventional method. There was no patient injury reported in this case.